Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported the events of infusion set fell off during use within last couple of weeks with 5- 6 infusion sets. The infusion had been used for less than a day. Therefore, the patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-02925 - device 2 of 6.